Manufacturer narrative:
Device lot number: corrected from 17883607 to 17299342. Device expiration date: corrected from 04/30/2018 to 09/20/2017. Device manufactured date: corrected from 04/14/2015 to 09/23/2014. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was a pinhole in the balloon material at the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length target lesion was located in the severely calcified and 2.75mm in diameter right coronary artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced to the lesion. The balloon was inflated three times however, the balloon ruptured at 18 atmospheres on the third inflation. No segment of the balloon was detached inside the patient after it ruptured and the device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length target lesion was located in the severely calcified and 2.75mm in diameter right coronary artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced to the lesion. The balloon was inflated three times however, the balloon ruptured at 18 atmospheres on the third inflation. No segment of the balloon was detached inside the patient after it ruptured and the device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).